Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A service territory manager (stm) evaluated the iabp for internal leaks. Then, pressurized the iabp for 5 minutes. The pressure remained stable during this time. The stm could not duplicate the reported issue. The stm replaced the helium tank o-ring, and verified there were no leaks. The iabp was then tested and cleared for clinical use.

Event description:
During service test performed by the customer, the cs300 intra-aortic balloon pump (iabp) exhibited a slow helium leak issue. There was no patient involvement, thus no adverse event was reported.